Event description:
It was reported that during a da vinci surgical procedure, the schertel grasper instrument was not holding tissue. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The schertel grasper instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instrument grips opened and closed properly without excess friction or any issues. Failure analysis investigation also found that the distal end of the main tube insulation was damaged. The insulation was gouged on one side and had a .025 x .016 piece missing roughly .368 above the snake wrist. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the main tube damage found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.